Event description:
It was reported that pump touchscreen was cracked and shattered, which caused touchscreen to become unresponsive and prevented interaction with pump. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.